Event description:
Approximately eleven days after a coronary drug eluting stenting treatment procedure, the pt returned with a sub acute thrombosis and subsequently expired. In 2004, the physician deployed a taxus express2 8.8% 3.50 x 20 mm drug eluting stent in the proximal rca. Pt was given angiomax and integrilin. Pt was started on plavix 300 mg post procedure and was to be maintained on plavix 75 mg every day for one month, as well as enteric coated aspirin 81 mg every day. Pt was on plavix post procedure. No procedure complications were reported. The pt returned to the cath lab with unspecified symptoms 11 days later. It was determined that the pt was suffering from a thrombosis. The physician was unable to successfully treat the thrombosis and the pt expired.

Event description:
The thrombus was present proximal to the taxus express2 drug eluting stent which was implanted in 2004. The physician felt that the thrombus was device related but the cause of death was unk. It was also reported that the pt had a heart attack 10 days later.